Manufacturer narrative:
It was reported that after an initial bunion surgery, the medial plate was removed on (B)(6) 2026 due to medial pain. The patient has a thin, slim build, felt the medial plate and requested that it be removed. Additional information indicates the patient's bones were completely fused/healed and during the initial bunion surgery the plate was placed slightly prominent. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause is placement of the medial plate during the initial bunion surgery, operator technique. It is also possible that the patient's thin, slim build contributed to what was reported. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, the medial plate was removed on (B)(6) 2026 due to medial pain. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.